Event description:
Caller states the pt tested 3.0 inr on the coaguchek xs system and 1.9 inr on the coaguchek s system during duplicate testing. No treatment info provided. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system.